Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an ipg replacement due to losing weight and wanting a smaller battery. The battery site was moved to the patient's flank area. Surgical intervention resolved the issue.